Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue screen. A field service engineer (fse) uninstalled the latest windows update, suspecting it was the cause of the station being stuck on a blue screen, and planned to reimage the station if the issue persisted. Technical support specialist (tss) advised the fse to allow troubleshooting before proceeding with a reimage. After the fse rebooted the station to remove the windows update, the station came back online and operated normally. Tss then brought the station down to inspect the remote support service (rss) agent folder to prevent recurrence of the issue. The station was confirmed to be up and running afterward. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck at a bluescreen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.